Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon connecting to the device, the atrial lead exhibited low sensing during a lead implant procedure. The physician was unable to deploy the set screw after attempting to reposition the lead. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.